Event description:
It was reported that balloon rupture occurred. The 3mm in diameter target lesion was located in the calcified and tortuous anterior tibial artery. A 3.0x220x150 sterling balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was unharmed.